Event description:
A spinal anesthesia was administered to the patient using a smith medical spinal tray. The kit has bupivacaine 0.75% 2ml inside and was used. The spinal was done uneventfully however the medication did not perform as it should. No anesthetic level was achieved, and the patient had to go under general anesthesia.